Event description:
Customer reported issues with her sensors. She stated, the sensors were uncomfortable on her body. The customer also stated, she was allergic to the tape that was used with her sensors. She also reported her sensors giving inaccurate readings. She provided an example where her sensor glucose would be 100 mg/dl and her blood glucose would be 46 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.